Manufacturer narrative:
17-apr-2019 product investigation results: product return was received and investigated. Product investigation results showed that complaint was caused by a breakage of the handle's axle due to improper consumer handling.

Event description:
Consumer called stating toothbrush refills were not fitting securely on the toothbrush handle, so they were loose in his/her mouth. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called stating toothbrush refills were not fitting securely on the toothbrush handle, so they were loose in his/her mouth. No injury was reported.